Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product: ssr203b implantable pulse generator (ipg) (B)(6) 2002. (B)(4).

Event description:
It was reported that there was trouble establishing telemetry on a device. The programmer head was replaced and telemetry was established. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.